Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to various factors including oversensed noise and changes in morphology/amplitude. Sensing was appropriate, until the amplitude dropped and the device started oversensing. Therapy was temporarily turned off for testing purposes, and noise was reproducible. It was determined that the change in morphology/amplitude was observed at higher rates and with postural changes. Technical services (ts) discussed troubleshooting options and programming considerations. Possible next steps included performing an exercise test and adjusting the patient's medication to address the suspected non-sustained ventricular tachycardia (nsvt). This electrode remains in service. No additional adverse patient effects were reported.